Manufacturer narrative:
Calibration and controls were acceptable. A review of the alarm trace revealed abnormal aspiration alarms, sample foam detection alarms, and sample clot detection alarms. The field service engineer found worn syringe seals. All syringe seals were replaced and the electrode compartment was cleaned. Ise checks were successful. Calibration and controls were run and recovered within the customer's specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the ise sodium electrode on a cobas 8000 ise module. The customer noticed that patient moving averages were changing, so patient samples were repeated on other systems. Sample 1 was repeated on a second system and the remaining samples were repeated on a third system. The repeat results were deemed correct. The first sample initially resulted in a sodium value of 133 mmol/l and it repeated as 141 mmol/l. The second sample initially resulted in a sodium value of 132 mmol/l and it repeated as 139 mmol/l. The third sample initially resulted in a sodium value of 130 mmol/l and it repeated as 136 mmol/l. The fourth sample initially resulted in a sodium value of 133 mmol/l and it repeated as 139 mmol/l. The fifth sample initially resulted in a sodium value of 132 mmol/l and it repeated as 138 mmol/l.

Manufacturer narrative:
The serial number of the cobas 8000 ise module is (B)(6). The investigation is ongoing.